Event description:
Reported by the complainant: nursing staff entered the patient's room, they noted smoke, & the engenex power supply had smoke coming from it. Engenex power cord & power supply had both melted. Floor tile became scorched, where the power supply came in contact with it. There were 2 elderly female patients inside the room at the time the smoke was noted. Both patients were evaluated & treated for minor smoke inhalation. Spoke to nurse, who reports one of the patients required oxygen immediately following incident. Both patients are doing fine at this time. Engenex had been in place on a left buttocks wound of one of the two elderly female patients in the room. Engenex pump was removed from patient & patient's room.

Manufacturer narrative:
(B)(4).